Event description:
It was reported that pump experienced malfunction with code displayed and no events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with guidance from technical staff, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction appeared again.